Event description:
It was reported that the patient underwent a procedure in which the spinal cord stimulation (scs) implantable pulse generator (ipg) due to inadequate stimulation. No other devices were explanted. The patient was doing fine postoperatively. The explanted ipg will not be returned as it was lost.

Manufacturer narrative:
Block b3 date approximate.